Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ¿re-do¿ cryo ablation procedure, the physician put the mapping catheter and balloon catheter in the ap pendage. There was a left atrial flutter. The flutter broke when the right superior vein was ablated. When the balloon deflated, the patient¿s blood pressure dropped. The patient needed to be resuscitated and was moved to the operating room (or) where the patient died a few hours later. It was suspected that there was a tear or hole in the left atrium between the left inferior and appendage. It was suspected that the sheath perforated the heart. It was suspected that the physician was moving sheath without the mapping catheter being out of the heart, though it was unclear if the mapping catheter was inside or out of the sheath.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 15 applications were performed with balloon catheter 2af284 with lot number 25001 without any issue on the date of the event. Clinical issues and patient death were encountered during the procedure. The product was not returned for investigation. There is no indication of relation of adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated the cause of death was due to a left atrial tear.